Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that telemetry was only briefly established with the implantable cardioverter defibrillator (ICD) device to print an initial report. However, shortly thereafter, telemetry was lost and was not able to be re-established. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted.